Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Complaint description: surgeon cannot distinguish thickness between 2/0 and 3/0 silkam. Surgeon need 3/0 silkam but the suture is too thick and feel like 2/0 silkam. Samples received: 1 open pouch analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are (B)(4) units in stock in b. Braun surgical warehouse. We have received an open sample with nine unused threads inside the pack. We have tested the diameter of the nine threads and the results are 0.240 mm in average and fulfils the requirements of the european pharmacopoeia (ep): 0.200 mm < x average < 0.249 mm. The average result of the diameter is in the high range of the ep requirements for usp size 3/0. Therefore we consider the complaint as not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: taiwan. Surgeon cannot distinguish thickness between 2/0 and 3/0 silkam . Surgeon needed 3/0 silkam but the suture is too thick and feels like 2/0 silkam.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are 1,080 units in stock in b. Braun surgical warehouse. We have received an open sample with nine unused threads inside the pack. We have tested the diameter of the nine threads and the results are 0.240 mm in average and fulfils the requirements of the european pharmacopoeia (ep): 0.200 mm < x average < 0.249 mm. The average result of the diameter is in the high range of the ep requirements for usp size 3/0. Therefore we consider the complaint as not justified. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.